Event description:
Pt care tech after using gloves, experienced rash on hands, redness, itching and burning. Pt care tech was seen by a physician who prescribed fluocinoione cream 0.025%, instructed pt care tech to wear vinyl gloves and to use a skin moisturizer. The physician's diagnosis was contact dermatitis.